Event description:
It was reported that the device was sent in for preventative maintenance and repairs were identified: calibration issue; damaged switch need to be replaced; damaged plug harness assembly need to be replaced damaged machined head need to be replaced; worn needle bearing need to be replaced; corroded motor need to be replaced. At product evaluation investigation the motor speed was not stable. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device was out of calibration, the switch, cable insulation, and machined head were damaged, the needle bearings was worn, and the motor had signs of corrosion and the speed was not stable. The motor, switch, plug harness assembly, needle bearing, machined head, pin, shaft bearings, and sleeve bearings were replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.